Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported that she sweats a lot and has a heat rash under her therapy electrode pads. During a follow up, the patient reported that she saw her doctor and was instructed to use a cream on the area, which was helping.